Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. P-cap and reservoir will not lock properly due to missing retainer. Unit received with dog chew marks. (B)(4).

Event description:
Information received by medtronic indicated that dog chewed it up everywhere. The customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.